Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Outcomes to adverse event, date of event, implant date: dates estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. Based on the information reviewed, and due to the limited information available, a cause for the reported death cannot be determined. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. The additional patient effects reported are being filed under a separate MFR number.

Event description:
This is filed to report death. It was reported through a research article identifying a mitraclip device that may be related to the following: death, heart failure, recurrent mitral regurgitation (mr), surgical intervention, medical intervention and re-hospitalization. Details are listed in the attached article, titled: association of pulmonary hypertension with clinical outcomes of transcatheter mitral valve repair.